Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer¿s blood glucose (bg) was 470 and ketones were present. A bolus was delivered. Customer¿s healthcare provider identified ketones as being dangerous. Customer declined to go to the hospital. Water was consumed to treat ketones. Customer felt better. Customer alleged the infusion set was the cause of the elevated bg as the pump indicated insulin was being delivered. However, no specific infusion set issue was reported. Type of infusion set used was not reported. Recommendation was made for the customer to discuss the event with a healthcare provider.